Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an unusual noise, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an unusual noise while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported experience of a rattling noise emitting from the driver was confirmed and reproduced during investigation testing. The root cause was determined to be a malfunction of the primary motor. Despite the noise, the driver passed all testing requirements, which included nominal normotensive and hypertensive settings with no anomalies or alarms. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an unusual noise while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.